Manufacturer narrative:
Further information was requested, but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 2938836-2019-05600. It was reported that the patient presented via remote transmission, non-sustained right ventricular oversensing was noted. Review of episodes indicated that these alerts were caused by far field p-waves and lead noise. The implantable cardioverter defibrillator and right ventricular lead was explanted and replaced.

Manufacturer narrative:
A partial lead measuring 11.6cm and 52.8cm was returned for analysis in two pieces. The reported event of p wave over-sensing noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found one internal insulation abrasion breaching right ventricular cables lumen noted at 11.4 cm to 12.0 cm from the distal tip and one external insulation abrasion breaching ring electrode and empty cables lumens due to friction to another implanted device or feature of the heart were noted at 13.0 cm to 13.6 cm between right ventricular and superior vena cava shock coils. One internal insulation abrasion breaching ring electrode cables lumen was found was noted at 25.9 cm to 26.1 cm from the distal tip under superior vena cava shock coil. The right ventricular and ring electrode cables etfe coatings were not abraded in any abrasion regions.

Event description:
New information received states that the patient was stable post procedure.